Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s current blood glucose level was 220 mg/dl. The customer reported that the customer had blood glucose level 400 mg/dl which was treated and it came down. The customer had blood glucose level over 600 mg/dl. The customer also reported low blood glucose level which was treated with carbohydrate. The customer¿s blood glucose level was 334 mg/dl and 370 mg/dl. The customer reported that the drive support cap was normal and the customer performed self test and displacement test and both of them passed. The insulin pump will not be returned for analysis.